Event description:
Pt had midline catheter with clave extension. The rn arrived in home to do am IV visit. Extension set clotted with blood, opening noted at end of clave, filter missing. Blood pooled inside clave.